Manufacturer narrative:
A complaint of pushback due to length of port was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model mz5301 lot number 21085326 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 06aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd minibore pressure rated ext, IV cnnctor the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: since the conversion to this new item we get push back because of the length of the port and have to open another package to add a port to make it long enough.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd minibore pressure rated ext, IV cnnctor the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: since the conversion to this new item we get push back because of the length of the port and have to open another package to add a port to make it long enough.